Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pericardial effusion. A pericardiocentesis was performed. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and mapping catheter were returned and analyzed. The data files showed multiple applications were performed with a balloon catheter on the date of the event with no issues. Visual inspection of the mapping catheter showed the device was intact with no apparent issues. The catheter passed the performance test as per specification. A known clinical issue was encountered during the procedure (pericardial effusion). The clinical issue was not confirmed through testing and data analysis. If information is provided in the future, a supplemental report will be issued.